Event description:
The initial reporter received questionable albumin results for 12 patient's tested on a cobas 8000 c 701 module. The initial albumin results were not reported outside the laboratory. The customer performed repeat testing with the samples. The customer provided one example of questionable results: the patient's initial albumin result was 5.8 g/dl, and the patient's repeat result was 4.4 g/dl. The customer determined the repeat results were correct. The albumin reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer replaced the photometer lamp and cuvettes. The customer performed qc and had acceptable results. After service, no further issues were reported. The investigation determined the service actions resolved the issue.